Event description:
Per the clinic, the patient experienced cellulitis and chronic nonsuppurative otitis media and subsequently was treated with oral antibiotics (date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.